Event description:
It was reported that a flogard infusion pump had a broken door latch. There was no report of patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the flogard infusion pump was serviced on-site by a field service technician. A visual inspection, alarm log review, functional testing, and battery test were performed. During the visual inspection it was identified that there was a broken door latch. The cause of the condition was not determined. The door latch assembly and latch roller were replaced to fix the reported condition. The pump was serviced and restored to a good working condition. Should additional relevant information become available, a supplemental report will be submitted.